Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure, this left ventricular (lv) lead could not be removed from the device header. The lead was therefore cut and surgically abandoned. No adverse patient effects were reported.